Event description:
It is reported the event occurred in the operating room. During insertion of the guide wire into the ars, the user felt resistance and could not insert the swg into the ars. As a result, a new kit was opened and used successfully. There was no delay in treatment. There were no reported pt injuries, complications or death. The event was initially evaluated and determined to be non-reportable. The returned device was reviewed and the event was determined to be the result of a product malfunction, therefore, it is reportable.

Manufacturer narrative:
(B)(4).